Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecistectomy. Event description: they usually test it before surgery; the nurse checks that the first clip comes out correctly. She pressed the trigger and it felt hard, but no clip came out. They tried several times, but nothing came out. Upon discovering that no clips were coming out before the surgery began, they opened a new applicator and the surgery proceeded without incident. Additional information received from applied medical representative via email on 27nov25: no clip loaded into the jaws. They noticed it in the first one. They haven't used it because it got stuck when the nurse tried to test it before surgery to make sure it worked properly, and they always discard the first clip. No clips were coming out. They didn't end up using it in the surgery; its proper functioning was checked before starting, and since no clips came out and it was jammed, they replaced it with another one. No loaded clip manually removed from the jaws. It couldn't be activated; it was locked and stiff. Intervention: upon discovering that no clips were coming out before the surgery began, they opened a new applicator and the surgery proceeded without incident. Patient status: na

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, and clips did not load for every actuation. Additionally, damages were observed on the trigger component and excessive lubrication was observed in the internal components. Based on the damages observed on the trigger nub, it is possible that the reported event was caused by rapid actuation of the device. The excessive lubrication observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: (B)(6). Event description: they usually test it before surgery; the nurse checks that the first clip comes out correctly. She pressed the trigger and it felt hard, but no clip came out. They tried several times, but nothing came out. Upon discovering that no clips were coming out before the surgery began, they opened a new applicator and the surgery proceeded without incident. Additional information received from applied medical representative via email on (B)(6) 2025: no clip loaded into the jaws. They noticed it in the first one. They haven't used it because it got stuck when the nurse tried to test it before surgery to make sure it worked properly, and they always discard the first clip. No clips were coming out. They didn't end up using it in the surgery; its proper functioning was checked before starting, and since no clips came out and it was jammed, they replaced it with another one. No loaded clip manually removed from the jaws. It couldn't be activated; it was locked and stiff. Intervention: upon discovering that no clips were coming out before the surgery began, they opened a new applicator and the surgery proceeded without incident patient status: na.